Event description:
It was reported that there was question if a pocket fill or a silicon port issue occurred by the refiller. The location of the issue or symptoms was reported as the device pocket. The patient experienced an altered mental status and overdose symptoms. The patient also required emergency resuscitation, hospitalization for medical intervention including intubation, and remained in the intensive care unit (ICU). At the time of the report the patient's status was reported as alive-with injury. Diagnostic testing and troubleshooting included verifying the reservoir volume. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. The pump remained implanted and in-service. This device system delivered hydromorphone, clonidine, bupivacaine, and midazolam. Additional information was requested to verify if a volume discrepancy occurred, the resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that the event was due to a pocket fill and the patient has made a full recovery. Although, the patient did want the pump explanted in the future due to this experience. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)